Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented to the hospital with appropriate shock for vt. Egm's revealed noise. Oversensing was also observed. The lead was capped and replaced. The patient was well.